Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. Subsequently the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.